Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the tm reported that the patient has been in retention since implantation. The physician is took the patient back to the operating room on (B)(6) 2018 to release the tension slightly on the adjustable anchor side.